Event description:
During initial installation, the audio alarm was working however, immediately afterwards it was noticed that the audio alarm did not work. Visual alarms were not effected. The audio conditions returned during troubleshooting by abiomed field service engineer. This symptom could not be reproduced. Abiomed engineering is currently conducting an investigation and thus far has been unable to identify or duplicate this malfunction. There was no pt involvement.